Manufacturer narrative:
H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm, vicmo12.6, -8.0 diopter, implantable collamer lens was implanted into the patients left eye (os). Postoperative visual acuity and vault is good. However, the reporter states that during surgery the doctor found the lens felt thick, which cause loading and manipulating difficulties. The lens remians implanted.